Manufacturer narrative:
Correction: per further review, the issue was isolated to the laser pointer subcomponent on the handle of the camera which has no effect on the core functionality of the camera, and would be unlikely to cause serious harm. The reported issue should not have been considered a reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera laser doesn't work. The system is a demo system. There was no patient present when this issue was identified.

Manufacturer narrative:
The street address should read: (B)(6)-2. Additional information: the name and address of the facility was updated. A medtronic representative went to the site to test the equipment. Testing revealed that the laser light did not work. The light did not work when clicking on the specific switch. The laser switch was changed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.